Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4)reported an event in (B)(4) as follows: it was reported that during a femoral diaphyseal fracture surgery, the titanium end cap (10 mm extension) was not able to be inserted to the nail. The surgeon then tried to a different sized titanium end cap (5 mm extension); however, this end cap could not be inserted either. The surgeon completed the surgery without the end caps because they were unable to be inserted despite many attempts for an hour such as trying to insert to the nail in various femoral positions and resecting the bone with the luer forceps. There were no reported adverse consequences to the patient. This report is 2 of 2 for (B)(4).